Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had a lead migration after a fall. Surgical intervention took place on (B)(6) 2022 where the lead was explanted and replaced. Effective stimulation was restored.